Event description:
Unoccupied in main or/post anesthesia care unit cart room sent for suspicious discoloration around prongs. Manufacturer response (as per reporter) for bed, 2040 bed. The company is actively investigating this and the other 3 complaints we have reported as well as doing an internal investigation related to the specific plug used on their stretchers and beds that has been recalled by at least nine other manufacturers.